Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7070443.